Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported the site was not getting a distance to target metric. The surgeon was not actively navigating at the time of the issue. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause without further information since the behavior could not be replicated. It was unknown if it was (B)(6) or (B)(6) that reported this. If information is provided in the future, a supplemental report will be issued.